Manufacturer narrative:
(B)(4). Initial report. The client has indicated that the product will not be returned to zimmer biomet for an investigation. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00056, 3002806535-2022-00057. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: a patient underwent an initial left knee arthroplasty on (B)(6) 2021. Subsequently, a revision procedure due to unknown reasons was performed on (B)(6) 2022. Patient outcome: revision. No delay.

Event description:
It was reported, that: a patient underwent an initial left knee arthroplasty on (B)(6) 2021. Subsequently, a revision procedure due to unknown reasons was performed on (B)(6) 2022. Patient outcome: revision. No delay. Addi 09 feb 2022. No further information is available.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: the product has not been returned for evaluation, and x-rays or medical notes have not been provided. Therefore, the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. The device history records for part # 154755 and lot # 333460 were reviewed for deviations and/ or anomalies with the following deviations/anomalies identified: a non-conformance was written for sample p1-g1 was found with a double tyvek causing a visual and adhesive failure with 8 pieces affected. Orders were reworked. A review of the complaints database for 3 years before the notification date has identified the following information: three (3) similar complaints about item #159555 (including the initiating complaint). No additional search against the lot number was required as this complaint was the only record of a revision due to unknown reasons against the item number. Three (3) similar complaints about item #161470 (including the initiating complaint). No additional search against the lot number was required as this complaint was the only record of a revision due to unknown reasons against the item number. Two (2) similar complaints about item #154775 (including the initiating complaint). There were zero (0) additional complaints against lot #333460. These devices are used for treatment. Not enough information has been provided to determine if all implants are compatible. These part and lot combinations are not associated with any recalls at the time the search was conducted. The likely condition of the devices when they left zimmer biomet is conforming to the specification. The root cause of the reported event can not be determined with the information provided. No corrective action is required at this time as the root cause of the reported event has not been determined. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00056-1, 3002806535-2022-00057-1. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.